Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called to report a hospitalization on (B)(6) 2014 for high blood glucose. Blood glucose reading at the time of admission was 198 mg/dl. Customer stated the high blood glucose was caused by her pregnancy. The customer was wearing the insulin pump at the time of the hospitalization. Customer was still hospitalized at the time of the call. Customer also asked for assistance with using her supplies from medtronic since she is new. The customer had opened the wrong box of supplies and did not know how to use it. Customer declined offer to walk her through changing the infusion set. Advised that emergency supplies will be sent. Nothing further reported.